Event description:
It was reported that during a da Vinci-assisted cholecystectomy surgical procedure, the customer informed Technical Support Engineer (TSE) that all Universal Surgical Manipulator (USM) arms were clicking and moving on their own when the customer attempted to pair them. The customer attempted swapping the pendant, but the issue was not resolved. The customer power cycled the system, which came back up with no errors, and the customer was able to pair the USMs. The procedure was continuing at the time of the call. The procedure was completing as planned with no reported injury.ISI followed up with the initial reporter and obtained the following additional information: There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the FSE was unable to reproduce the reported issue. The Patient Side Cart (PSC) was stowed and deployed for draping several times with no further issue. The system was tested and verified as ready for use.